Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. On examination, there was no visible damage to the pump or the battery cap. On testing, the pump powered normally with appropriate vibratory and auditory alarms intact. The pump was exercised for 24 hours using the battery that was returned with the pump with no resultant power interruptions or alarms. The pump was opened for investigation and did not reveal any evidence of moisture ingress, damage, defect or contamination of the pump's interior. The complaint was confirmed in the pump history but was not able to be duplicated during investigation.

Event description:
The reporter contacted animas on (B)(6) 2012 indicating that there is no power to the pump. The screen is reportedly blank and there are no audible tones or vibration. This issue was not resolved with troubleshooting. This report is being made based on the allegation that there was no power to the pump.